Event description:
Blood glucose measured 229 mg/dl compared to the dr's meter result of 119 mg/dl when performed less than 5 mins apart. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.